Manufacturer narrative:
Multiple units were returned by the account for 2 mdrs. The following was noted: 1 sheath, 1 manta ,1 dilator and 1 puncture locator were returned. Blood particulates were noted on all units. Button valve of the sheath was pierced and displaced. Manta lever was not engaged . Components present within the lumen. Lumen had minor damages. Unable to remove bypass tube from the manta lumen. 1 dilator, 1 puncture locator and 2 mantas were returned. One of the manta unit lever as not engaged. Kinks could noted on the lumen. The other manta was locked into the sheath with the lever engaged. Components (collagen, lock and anchor) were not present. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure, a 14f manta was planned for closure. During deploying the device, as reported in the incident description by the customer, the valve malfunctioned because it was not formed properly. During the return device evaluation, the valve was noted to be pierced and displaced, no evidence of deformation was seen. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with resistance and would not advance into the sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: per the customer, the valve malfunctioned because it was not formed properly. Additional information on (B)(6) 2022: 78 y/o female with history of severe aortic stenosis. Procedure: transcatheter aortic valve replacement (tavr). The valve of the manta was deformed causing the manta to not work properly. This made it so the manta closure device would not move into the sheath. 2 devices used without success. An angioseal closure device was successfully used on the third attempt. No known harm to patient. Patient discharged next day. Associated to MDR 3010252479-2022-00376 manta.